Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer went fishing and fell directly on the insulin pump and they did not think it was working correctly and issues with priming and insulin pump was scratched up. Customer reported that they were unsure if the drive support cap was protruded, loose, sticking out or flush. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis